Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up and the right ventricular lead exhibited noise. The noise could not be reproduced through isometrics. No programming changes were made and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.